Manufacturer narrative:
(B)(4).the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the lead was positioned several times. After the last repositioning was performed, noise was noted on the electrograms and the helix could no longer extend into the tissue. The insulation on the rv lead was cut near the proximal portion to introduce a wire to implant the other leads. It was also noted that the cephalic vein had been dissected. The rv lead was extracted, replaced, and the implant procedure was able to be completed. No adverse patient effects were reported and no additional medical or surgical interventions were needed for the cephalic vein dissection.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
--